Manufacturer narrative:
The lead was thrown away and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a day after implant of this right ventricular (rv) lead, high threshold measurements and loss of capture (loc) was noted. The rv lead was dislodged. Additional information indicated that there was no inhibition of pacing. This lead was explanted and replaced. No additional adverse patient effects were reported.